Manufacturer narrative:
Section h4: additional information manufacturer's investigation conclusion: a specific cause for the patient¿s right heart failure, as well as a direct correlation to heartmate 3, serial number (B)(6), could not conclusively be determined through this evaluation. The account communicated that the patient experienced right heart failure beginning on (B)(6)2018. The patient was reportedly unable to be weaned off of inotropes within 1 week of lvad implant and echo images showed severely depressed right ventricular function. The patient received inotropes and diuretics and was discharged home on (B)(6) 2020 with orders to continue current medications. The patient was seen for a routine follow-up on (B)(6) 2018 and had no complaints or signs of heart failure. This event was determined to be resolved on (B)(6)2018. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. No further related complaints have been reported at this time. The current heartmate 3 lvas IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. Section 6 entitled ¿patient care and management¿ cautions the user that right heart failure can occur following implantation of the pump and warns that ¿right heart dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump¿. This section also outlines the associated treatment options, including rvad placement. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was unable to be weaned off inotropes within 1 week following lvad implant. The patient had an elevated central venous pressure and shortness of breath. Echo images showed severely depressed right ventricular function. The patient received IV dobutamine and IV lasix. IV lasix was switched to oral bumex on (B)(6) 2018. The patient was discharged to home on (B)(6) 2018 with orders to continue dobutamine and bumex. PICC line became dislodged at home on (B)(6) 2018 but the patient did not report this. The patient was seen for a routine follow up on (B)(6) 2018 and had no complaints of heart failure. It was decided to keep the patient off dobutamine as there were no signs of right heart failure that would require inotropes.